Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) by email alleging that his onetouch verioiq meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the original customer care advocate (cca) documentation as the cca was unable to contact the patient by phone to follow-up. The patient alleged the meter was reading inaccurately high from the date of purchase on (B)(6) 2014. He reported, date/time unknown, obtaining an inaccurately high blood glucose result of ¿over 500 mg/dl¿ on the subject meter. Meter to feelings comparisons are invalid for the purposes of determining an inaccuracy. The patient managed his diabetes with oral medication. He reported, as a result of obtaining the alleged result, he had ¿to go to an urgent care center¿. No symptoms, treatment or medical intervention were specified. While at urgent care, at time unknown, he alleged ¿my blood was checked and it was 198¿. The patient also alleged, ¿this false reading caused me many hours and lots of expense, due to its¿ faulty reading¿. As the patient was unable to be contacted by phone, it was not possible to conduct troubleshooting with him. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.